Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable - clamp tubing". The pump had a residual volume of 69.5ml when pumping at a rate of 2.0ml/hr. 22.55mls were administered to the patient before the alarm occurred. There was air in the tubing. The patient was not affected. There were no reported adverse events.